Event description:
It was reported that during a surgical procedure at the user facility that the micro drill device overheated resulting in a minor burn on the patient's lip. Another micro drill had to be used in order to complete the procedure. There was a delay; however, the delay was determined to not be clinically significant. The patient sustained a 2 mm burn on the edge of the patient's mouth. Bandages were applied and the burn healed with no permanent damage. No additional medical intervention was required.

Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the micro drill device overheated resulting in a minor burn on the patient's lip. Another micro drill had to be used in order to complete the procedure. There was a delay; however, the delay was determined to not be clinically significant. The patient sustained a 2 mm burn on the edge of the patient's mouth. Bandages were applied and the burn healed with no permanent damage. No additional medical intervention was required.